Event description:
On (B) (6) 2009, the patient was implanted with two gore tag thoracic endoprostheses to treat a penetrating ulcer 2.5 cm distal to the left subclavian artery in the descending thoracic aorta. On (B) (6) 2009, a follow-up computed tomography angiogram (cta) revealed an unspecified endoleak. On (B) (6) 2009, gore imaging services received the follow-up cta scans and performed an imaging evaluation which revealed a proximal type-1 endoleak due to poor inner curve wall apposition of the proximal device. Moreover, there appears to be some folding at the distal end of the proximal device. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device related to this event: tg3115/(B) (4).